Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with an implantable lead was being referred due to possible lead issue. No further information provided. To date, the asset status is unknown. No adverse patient effects reported.